Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was trying to verify their therapy status but the patient had a warning power-on-reset (por) screen. The patient stated that she did not think that therapy was working since (B)(6) 2018 and the patient had frequency symptom return. The patient mentioned that she went though airport security recently. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the por was not determined. The patient stated that they set up an appointment to get her device going. There were no further symptoms or complications reported or anticipated.